Event description:
The customer called and reported experiencing high blood glucose of 473 mg/dl and her insulin pump was alarming with no delivery. Customer treated with manual injection. It was reported the alarm was resolved by a complete set change. Customer was advised to change out the set completely as soon as possible, monitor issue, and call back if the issue were to recur. Customer could not troubleshoot at the time of the call and the cause of the issue could not be determined. The reservoir may have been occluded. Customer declined to return the reservoir for analysis. A blood glucose measurement of 273 mg/dl was captured at the time of this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2015-75906 regarding this event.